Event description:
It was reported an automated peritoneal dialysis patient experienced fullness and trouble breathing during fill. The patient was connected to the amia device at the time of the events. The caregiver (cg) reported the patient sat up to fully drain. Renal therapy services reviewed the last therapy details and program settings with the cg. Therapy was set for smart therapy. Therapy values did not show that the patient was overfull the night prior to the event. The cg lowered the height of the device. The device was operational and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. A review of the most recent therapy initiated on the date of the reported event showed an excessive drain volume of 2399ml during drain 7 of 7. A review of the device programming revealed the programmed estimated night uf (756ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 980ml. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low the amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. Should additional relevant information become available, a supplemental report will be submitted.